Event description:
It was reported that during a cardiac ablation procedure, the physician suspected a steam pop during the first radiofrequency application on the cavotricuspid isthmus (cti), and the event coincided with radiofrequency energy shut-off due to an impedance increase error. The procedure was temporarily interrupted, pressure was monitored, and no change was observed. Intracardiac echocardiography performed during and after the procedure showed no effusion and no tamponade. The procedure was continued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.